Event description:
It was reported that prior to starting a da vinci-assisted bilateral inguinal hernia surgical procedure, a non-recoverable 319 error occurred during setup. Technical support engineer (tse) viewed system logs and confirmed the 319 error was associated with the escp. The customer attempted to hard power cycle the system multiple times, but the errors persisted. The site chose to move the procedure to their da vinci xi system. The procedure was aborted to another da vinci with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to have a communication error as error 319 was confirmed. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.